Event description:
The customer reported that the device jaws could no longer open during the procedure. Another device was used to force open the jaws to remove from the pt. However, no add'l resection was needed. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.